Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of pain is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.75x23mm xience sierra stent was implanted on (B)(6) 2019. The patient presented with non st-elevation myocardial infarction (nstemi) before the procedure. On (B)(6) 2019, the patient was readmitted with cardiovascular symptoms including abdominal pain. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.